Manufacturer narrative:
Problem of carrier would not retract. The device has not available for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during an unknown procedure and date. According to the complainant, during the procedure, the carrier was unable to be removed and got stuck from the cage. In addition, the cage was reported to be easily deformed or damaged. The procedure was completed with the same capio¿ slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.